Event description:
There was an allegation of questionable elecsys cortisol ii results for 1 patient on a cobas 8000 e 801 module. An interference with dheas (dehydroepiandrosterone sulfate) and delta 4 androstendione was suspected. The elecsys cortisol ii result was 17298 nmol/l. This result was believed to be incorrect. The lc-ms/ms (liquid chromatography-tandem mass spectrometry) result was 6505 nmol/l. It was noted that the customer has approximately 51,000 nmol/l of dheas in lc-ms/ms.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The analyzer's serial number is (B)(6). The investigation noted that the high lc-ms/ms (liquid chromatography-tandem mass spectrometry) concentration also indicates that the patient is unhealthy. A general reagent issue was excluded. Based on the data/information provided, a clear root cause could not be determined. The investigation did not identify a product problem.